Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station went to disconnect mode. The field service engineer stated that the pharmacist attempted to resolve the issue by rebooting the station. The station went into windows updates, which lasted 25 minutes. After the updates, the station came back up but then went into critical override mode. The fse found the station communicating normally upon arrival and checked the network cable and all the connections. The fse advised the pharmacist to reach out their information technology team to inspect and check the status of port 12-408. The fse finally confirmed with the pharmacist that the station is functioning properly. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es station intermittently went into critical override mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.